Event description:
Boston scientific received information this lead was successfully implanted with no report of any patient complications during the procedure. However, four years later, the patient called to troubleshoot their remote home monitoring system. During the call, the patient mentioned that he suffered a stroke that night after his cardiac resynchronization therapy defibrillator (crt-d) system was implanted. He believes the stroke was a result of the physician attempting to implant his third lead. The caller also mentioned that following the implant procedure, his heart function decreased from twenty-five percent down to eight percent.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.